Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported through stryker facebook page: "I will be 62 in february and my knees hurt especially going upstairs. I even lost weight but they still bother me ."